Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding to touch. The customer performed touchscreen calibration, but the issue remained. The remote service engineer (rse) advised the customer to replace the touchscreen, informed the customer to refer to the service manual as the replacement is to include required testing, and provided the customer with the part number and price of the replacement touchscreen for repair. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.